Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus. Aa field service engineer (fse) inspected the back of the station while it was powered on, confirming that all led lights were illuminated. The fse then shut down the station, disconnected and reconnected all the sub-drawers, but the station still failed to detect them. To resolve the issue, the fse replaced the module controller board and the drawer controller board. After configuring the system, the fse ran diagnostics to ensure proper functionality - verifying that the pockets opened and popped out, and that the drawer was detected upon closing. The system functioned as intended after the field service engineer repaired the device.